Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. Same case as MFR report #: 2134265-2009-00241. It was reported 1457 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure that the pt presented with gastrointestinal (gi) bleeding. The index procedure treated the 80% stenosed 3x24mm target lesion located in the proximal circumflex artery. Treatment consisted of pre-dilation and the placement of two taxus liberte 3.0x24mm drug eluting stents resulting in 10% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 1457 days following the index procedure, the pt was hospitalized with gi bleeding. The case report form noted that it was caused due to blood thinners and aspirin therapy. The pt had an episode of melena and then a blood transfusion and was discharged six days later with no residual effects.